Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. No physical damage was found on the keypad. The keypad was removed to find no contamination or moisture. The original complaint of under responsive up arrow, down arrow, and ok keypad buttons was unable to be duplicated. Moisture was visible through the display lens. A leak test was performed and failed due to a leak in the audio bolus button, and a display lens leak. The pump was opened to find moisture on the o led and the printed circuit board.